Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that a-line tubing leaking when you flush it at the green port where you also draw labs. It was a femoral arterial line. Saline and blood leaking from green port when you flush. No other information was reported.